Event description:
It was reported via clinical study that approximately 1-year post-operatively a cascadia cage has slightly rotated anteriorly and subsided into the l5 vertebral body. At their 3-month follow-up they reported some residual back pain for which they were taking prescription and non-prescription medication, however, they currently present with no pain, are not taking any medications, and have reported that their quality of life has significantly improved. The surgeon notes that the patient is on their way to a stable fusion and there is no consequence from the cage migration and subsidence. A stable appearance is seen through the lumbar spine and revision surgery is not required.

Manufacturer narrative:
Visual, dimensional, material and functional analysis could not be performed as the device was not returned. Device and complaint history records could not be reviewed as a valid lot/catalog number was not provided and could not be obtained. Operative notes were reviewed and no complications were noticed during the surgery. The surgeon checked the position of the cage and screws on fluoroscopy and was satisfied with the construct. Per the adverse event report that was submitted with intra-op notes, the event is not related to the device nor to the procedure but it is related to bone quality of the patient.

Event description:
It was reported via clinical study that approximately 1-year post-operatively a cascadia cage has slightly rotated anteriorly and subsided into the l5 vertebral body. At their 3-month follow-up they reported some residual back pain for which they were taking prescription and non-prescription medication, however, they currently present with no pain, are not taking any medications, and have reported that their quality of life has significantly improved. The surgeon notes that the patient is on their way to a stable fusion and there is no consequence from the cage migration and subsidence. A stable appearance is seen through the lumbar spine and revision surgery is not required.